Event description:
It was reported the laparoscope, gynecologic had the image turn green; shaking the connector caused a static appearance, and there was occasional darkening of the image. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event the image turns green, shaking the connector causes static appearance was cause due to component failure of the universal cable and the probable root cause was likely due to component failure. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.